Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient was hospitalized on (B)(6) 2026 since the patient faced infusion set adhesive issues leading to hyperglycemia and was feeling unwell. The blood glucose level was 800 mg/dl and above at the time of hospitalization, and the ketone level was high. The patient was treated with insulin injections. The patient was released from the hospital on the same day, (B)(6) 2026. The length of stay in the hospital was eight hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.